Manufacturer narrative:
The device was not returned for evaluation. The reported problem was determined to be related to the new voice talent for the (B)(6) AED that caused the voice prompt 'device not ready for use' in (B)(6) to be slightly longer than previously. The clipped prompt only appears in this set of circumstances. This does not interfere with any device function or process. The only issue is clipping of the audio prompt as the device powers off. This issue only affects (B)(6) AED devices with software revision 5. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.